Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had inappropriate shocks due to external noise. Reprogramming was performed with good result. Patient was in good condition after the intervention.